Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, weight increased, alopecia, anxiety, depression, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating") and menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, weight increased, alopecia, anxiety, depression, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015, cyclobenzaprine from (B)(6) 2017, dexamethasone from (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018, ketorolac from (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg"), pain ("whole body hurts"), tooth fracture ("my top left molar just broke in half and I think I swallowed it"), post procedural complication ("post removal complication"), hypersensitivity ("allergic reaction") and device dislocation ("migration yes"). The patient was treated with ibuprofen. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, pain in extremity, pain, tooth fracture, post procedural complication, hypersensitivity and device dislocation outcome was unknown and the genital haemorrhage, menorrhagia, rash, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain, pain in extremity, post procedural complication, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. Plaintiff received treatment for pain , bleeding , allergy, migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on 19-mar-2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to 1-may-2009. Concomitant products included azithromycin, cyclobenzaprine from 13-oct-2017 to 12-nov-2017, dexamethasone from 13-oct-2017 to 12-nov-2017, etodolac, hydroxyzine from 3-jan-2018 to 24-apr-2018, ketorolac from 13-oct-2017 to 12-nov-2017, naproxen from 13-oct-2017 to 12-nov-2017, prednisone from 8-aug-2015 to 7-sep-2018, ranitidine from 4-mar-2018 to 3-apr-2018 and sulfamethoxazole from 9-aug-2017 to 8-sep-2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating") and menstrual disorder ("menstruation issues"). The patient was treated with ibuprofen. At the time of the report, the embedded device, genital haemorrhage, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on 15-sep-2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: this case is medically confirmed. Reporter information was added. This case concerns 29 year old patient. Her demographic was updated. Her historical condition/medication and concurrent conditions were added. Lab data was added. Essure indication was amended. Her concomitant/treatment medication was added. Per plaintiff fact sheet following events: earlier event dislocation was updated to essure migration: endometrium/top of uterus/essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated, mood swings, abnormal bleeding (vaginal, menorrhagia), rashes, migraines, headaches, nausea, dysmenorrhea (cramping), myopia, fatigue, pain: lower back, pain: abdominal area and the patient did not undergo essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg"), pain ("whole body hurts"), tooth fracture ("my top left molar just broke in half and I think I swallowed it"), post procedural complication ("post removal complication"), hypersensitivity ("allergic reaction"), device dislocation ("migration - yes"), menstruation irregular ("menstruation irregular"), menometrorrhagia ("menometrorrhagia") and uterine prolapse ("uterine prolapse"). The patient was treated with ibuprofen and surgery (total vaginal hysterectomy, bilateral salpingectomy.left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, pain in extremity, pain, tooth fracture, post procedural complication, hypersensitivity, device dislocation, menstruation irregular, menometrorrhagia and uterine prolapse outcome was unknown and the genital haemorrhage, menorrhagia, rash, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, myopia, nausea, pain, pain in extremity, post procedural complication, rash, tooth fracture, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal plaintiff received treatment for pain, bleeding, allergy, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received: reporter was added, essure removal date was added.events menstruation irregular, menometrorrhagia and uterine prolapse added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from(B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg") and pain ("whole body hurts"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, back pain, abdominal pain, pain in extremity and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain, pain in extremity, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Following event was added : whole body hurts. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg"), pain ("whole body hurts"), tooth fracture ("my top left molar just broke in half and I think I swallowed it"), post procedural complication ("post removal complication"), hypersensitivity ("allergic reaction") and device dislocation ("migration - yes"). The patient was treated with ibuprofen. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, pain in extremity, pain, tooth fracture, post procedural complication, hypersensitivity and device dislocation outcome was unknown and the genital haemorrhage, menorrhagia, rash, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain, pain in extremity, post procedural complication, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal plaintiff received treatment for pain , bleeding , allergy, migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event allergic reaction added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of utreus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues") and pain in extremity ("shoot down my leg"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, back pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain in extremity, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: shoot down my leg. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of uterus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, colecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6)2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6)2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6)2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg"), pain ("whole body hurts") and tooth fracture ("my top left molar just broke in half and I think I swallowed it"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, back pain, abdominal pain, pain in extremity, pain and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain, pain in extremity, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event broken molar was added. Reporter added. On 23-mar-2020: social media received : fup 9,10 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure migration: endometrium/top of uterus/"essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes./essure - both migrated') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test" on (B)(6) 2016. The patient's medical history included obesity (bmi: 31.08), vaginitis, bone pain, knee pain, dysfunctional uterine bleeding, blurred vision, chest pain, shoulder pain and pain in thigh. Previously administered products included for an unreported indication: depo provera from 2003 to (B)(6) 2009. Concomitant products included azithromycin, cholecalciferol (cholecalciferol) from (B)(6) 2015 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, dexamethasone from (B)(6) 2017 to (B)(6) 2017, etodolac, hydroxyzine from (B)(6) 2018 to (B)(6) 2018, ketorolac from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depoprovera) since 2003, naproxen from (B)(6) 2017 to (B)(6) 2017, prednisone from (B)(6) 2015 to (B)(6) 2018, ranitidine from (B)(6) 2018 to (B)(6) 2018, salbutamol (albuterol hfa) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 months 1 day after insertion of essure. On (B)(6) 2009, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced mood swings ("mood swings"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"), back pain ("pain: lower back") and abdominal pain ("pain: abdominal area"). On (B)(6) 2016, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced headache ("headaches"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"). On (B)(6) 2017, the patient experienced myopia ("myopia"). On (B)(6) 2018, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), alopecia ("hair loss"), anxiety ("mental anguish"), depression ("depression"), abdominal distension ("bloating"), menstrual disorder ("menstruation issues"), pain in extremity ("shoot down my leg"), pain ("whole body hurts"), tooth fracture ("my top left molar just broke in half and I think I swallowed it") and post procedural complication ("post removal complication"). The patient was treated with ibuprofen. Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, weight increased, alopecia, anxiety, depression, abdominal distension, menstrual disorder, mood swings, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, myopia, fatigue, pain in extremity, pain, tooth fracture and post procedural complication outcome was unknown and the genital haemorrhage, menorrhagia, rash, back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, myopia, nausea, pain, pain in extremity, post procedural complication, rash, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 273 lbs. Plaintiff suffered physical pain and emotional anguish because of the essure device. Plaintiff is currently planning for essure removal. Plaintiff received treatment for pain , bleeding , allergy, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Ultrasound scan - on (B)(6) 2017: abnormal placement of the "essure" contraceptive devices that appear to be embedded in the endometrium rather than in the course of the fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, vaginal hemorrhage, pelvic pain, abdominal pain, back pain, abdominal distension, device expulsion, device embedment, rash." Concerning the injuries reported in this case, the following one was described in patient¿s social media- pain in extremity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: outcome were updated to recovered: pain , bleeding, allergy .event: post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.